Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in spain, regarding a 23 mm sapien 3 ultra valve, in the aortic position by transfemoral approach, 1 year and 3 months after the procedure, the patient presented hemolytic anemia secondary to perivalvular leak. 7 months before this event the patient was admitted for valvuloplasty. The event was resolved. As per information received the event was related to the valve.

Event description:
As per information received the event was related to under-expansion of valve and heavy leaflet calcification.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information and correction from a product investigation. The following sections of this report have been updated: b.4, g.3, g.5, g.6, h.2 and h.6. The following sections of this report have been corrected: b.3 per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv {all models).the thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography {CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate operational context (valve under-expansion) and patient conditions (heavy leaflet calcification) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.